Event description:
The customer reported that the insulin pump alarmed button error and she was unable to clear the alarm because the buttons were not responding. The customer mentioned that the insulin pump fell when she was taking a bath. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump act button did not respond due to moisture damage on keypad trace. No button error alarm noted. No moisture damage on electronics noted. Insulin pump received d with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.